Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired due to sepsis, blood loss anemia and failure to thrive. The pump was not sent back for analysis.

Manufacturer narrative:
Section h6: health effect - clinical code: bacteremia. Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively established through this evaluation. Additionally, although the reported low flow alarms could not be confirmed as no log files were submitted for review; it was reported that the alarms resolved with intravenous (IV) fluids. The heartmate 3 lvas instructions for use (IFU) lists sepsis, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. This document also provides an explanation of all pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists sepsis and death as adverse events which may be associated with the use of heartmate 3 lvas. Although it was reported that bleeding was not confirmed, bleeding is also listed as an adverse event that may be associated with the use of the hm3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management," lists hypovolemia as a potential late post-implant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted in (B)(6) 2022 for bacteremia. The patient was discharged home with community palliative care and had a course of antibiotics for their infection. The patient became bedridden and was failing to thrive. The patient reportedly had an unresponsive episode at home and was having low flow alarms. The patient was brought to the emergency room where the low flows were resolved by giving fluids. While hospitalized, the patient developed profound anemia and required transfusions. The patient also stopped eating, drinking, and taking medications orally. The patient was later discharged with home hospice prior to death. The patient's death was not thought to be device related. The device operated as expected.